Manufacturer narrative:
(B)(4).

Event description:
Procedure: thoracotomy. According to the reporter: after procedure the bronchial tube leakage occurred. Reoperation was required to stop the bronchial leakage. The bronchial leakage was stopped by manual suturing. The patient has recovered and the current conditions is good. There was not poor staple formation. There was no reinforcement material used in conjunction with the stapling device. There was no unanticipated tissue loss and no tissue damage. There was not blood loss of 500cc or more and surgical time was not extended by more than 30 minutes. Nothing fell into the cavity. No bleeding. No problem in release of device from tissue. The customer considers the conditions of idrive that was shaking during firing might cause the problem. The tip of the reload was shaking. Note: none of clinical samples idrvultra1, egiaadapt and egia45amt is returned for investigations.